Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient's weight at the time of the event was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was poor communication. The patient reported that the recharger wasn¿t able to communicate with the ins. The last time that the patient had felt stimulation anor successfully recharged was in (B)(6) 2017. The patient reported that she didn¿t charge because in (B)(6) of 2017, the patient broke her back in different places when she fell out of bed and had a t12 burst factor. (The fall and broken back are unrelated to the device/therapy). The patient had surgery, and they had instructed her to turn the stimulator off. When she was told that she could use her stimulator again, it would not power on and it was dead. The patient was trying to turn the stimulator back on again, but was unable to connect to the recharger. The patient was redirected to their health care professional to troubleshoot an overdischarge. Additional information was received from a consumer regarding the patient on 2020-mar-06. It was reported that the patient is getting the implantable neurostimulator replaced on (B)(6) 2020 due to her current one not powering on. There were no further complications reported or anticipated.